Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 10-jul-2024 and forwarded to millyard advanced medical products, llc on 11-jul-2024. The hospital clinician reported the patient was in the ER for a pump malfunction. The patient's doctor's office reported that the patient was admitted for a site infection, and that the patient's pump was not working. The patient was receiving remodulin therapy on a hospital-provided pump. It is unknown if troubleshooting occurred. The status of the backup pump was not reported. No adverse side effects related to the nonworking pump were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.